Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle retrieved during the same procedure? How was it retrieved? Yes, the needle was never stuck in the tissue. When the needle was pulled through the tissue and out of the tissue, the suture popped off the needle in the surgeons hand as he was pulling the suture to manage tension. Was additional dissection required in other organs/ tissues other than the target tissue? No. Was there any additional tissue damage as a result of searching for the needle piece? We didn¿t need to search for the needle piece. No additional tissue damage was done. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2021 and barbed suture was used. During the procedure, when the needle was pulled through the tissue and out of the tissue, the suture popped off the needle in the surgeons hand as he was pulling the suture to manage tension. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.